Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient underwent an exploratory surgical procedure (date not reported) due to suspicion of air in the mastoid cavity. The implanted device remains.